Manufacturer narrative:
Concomitant medical products: 5023m lead, implanted: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and sensing problems with a suspected insulation defect. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.